Event description:
It was reported that the user¿s infusion set was not connected during a meal announcement, after which the user experienced sustained hyperglycemia and later a nocturnal hypoglycemic episode; the device did not issue alerts or alarms, and troubleshooting and education were provided, including guidance not to use a meal announcement for correction and information on the correction algorithm. Symptoms included hyperglycemia with a reported maximum above 400 mg/dl for approximately 12 hours and hypoglycemia down to 40 mg/dl for approximately 3 hours, with device alerts for prolonged high glucose and low glucose. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, no need for assistance, and no immediate serious health effects such as loss of consciousness or diabetic ketoacidosis. Investigation included follow-up outreach and education regarding proper infusion set connection and appropriate use of meal announcements versus corrections. Investigation of this case revealed that the elevated and then low glucose levels were associated with an infusion set disconnection that interrupted insulin delivery, followed by reconnection and subsequent glucose fluctuations, without evidence of device alarms or malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors, including infusion set disconnection and use of meal announcements rather than correction methods, were the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.